Event description:
This pt was being transported from san antonio to austin when this pt showed signs of respiratory distress, with decreased oxygen saturation levels. This pt was removed from the ventilator, was bagged and recovered.